Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter is giving high readings. Customer stated she took a reading last night at 6p on her prime meter and received 204mg. She stated she immediately took 10mg of glipizide based on the reading of 204. She went to her neighbor¿s house and asked to use his meter to check her blood glucose. She said she tested within 3 minutes of the first test but received a reading of 100mg. She returned to her apartment and ate a piece of candy. She stated she didn¿t have any symptoms. She stores her meter and strips in her purse during the day and at night in her bedroom. She seals the bottle cap tightly and immediately after removing a strip. She doesn¿t have any issues with getting a sample of blood. She opened the bottle of strips this month on 11/03/2013. She doesn¿t change her lancets every time she tests. She washes her hands with just water no soap and sometimes a wet towel to wipe away any oil or moisture. She stated she dries her hands thoroughly. Customer stated she feels she should contact a lawyer because the prime meter could send someone in a coma. Requesting refund.